Event description:
Gastric by pass procedure. Slcr55g experienced a pause in the middle of the firing cycle. Pc read firing complete however only fired about 2/3 of staples and left knife blade exposed in cartridge.